Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n190341002, implanted: (B)(6) 2009, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, lot # n178046013, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with baclofen 2000 mcg/ml (500 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient had an empty critical pump alarm occurring for low reservoir/empty pump and it was confirmed by telemetry. The empty reservoir date was noted as (B)(6) 2015. The hcp did not want to fill the pump because the patient had a decubitus ulcer over the pump and also had a urinary tract infection (uti). The ulcer developed in (B)(6) 2015 with an approximate event date of (B)(6) 2015. The urinary tract infection occurred in (B)(6) 2015 with an approximate event date of (B)(6) 2015. The hcp wanted the pump to stop alarming but did not want to fill the pump. The hcp wanted to ¿buy¿ about 3 months and then they were planning replacing the pump due to elective replacement indicator (eri). It was discussed to set the pump to 1 ml and place in minimum rate mode with the low reservoir volume set to zero. The primary device was related to this event. Additional information was received from a healthcare provider that indicated the patient's pump contained baclofen 2000 mcg/ml (500.1 mcg/day) with a start date of approximately (B)(6) 2015 and an empty reservoir approximately (B)(6) 2015. The patient's pertinent medical history included spinal cord injury and an allergy to septra. Other medications the patient was taking at the time of the event included fentanyl, norco, and baclofen. The cause for the critical empty pump alarm was due to the patient did not present for his originally scheduled intrathecal baclofen therapy (itp) refill appointment. No other information was reported if diagnostics were performed related to the decubitus ulcer over the pump, the cause of the decubitus ulcer, or if it had been resolved. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.